Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. Also, it was noted that battery displayed 50% and increased to 100% after plugging the pump into the car charger. The customer's blood glucose level was 242 mg/dl and it was addressed with a bolus.